Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Evaluation of the patient¿s submitted log file confirmed the reported elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported aortic regurgitation, mitral regurgitation, tricuspid regurgitation, and urinary tract infection could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump operative above the low speed limit for the duration of the log file. The log file captured transient pump power elevations on (B)(6) 2020. The power returned to baseline following this event for the remaining duration of the submitted log file. The log file appeared to show the pump operating as intended. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. Device thrombosis is listed in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has reported experiencing high powers and flows. Log file submitted showed an increase in power and flow including multiple unsustained spikes, and a decrease in average pulsitile index (pi) over time. The patient was admitted for a urinary tract infection (uti) however there were no changes to patient condition or anticoagulation status that may have contributed to the event. Echocardiogram on (B)(6) 2020 revealed left ventricular ejection fraction (lvef) is 15-20%, left ventricular end - diastolic diameter (lvedd) 5.8 cm. Atrioventricular valves (av) does not open, trace av regurg. Mitral regurgitation (mr), mild tricuspid insufficiency (ti). The patient¿s international normalized ratio (inr) goal 2.5 to 3.5. The patient was given warfarin at 8 mg , aspirin (asa) 325 mg daily and persantine 75 mg three times a day (tid). The patient will be monitored closely. No additional information provided.